Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 05-jan-2018, a field service engineer (fse) followed-up with the customer over-the-phone. The nozzle assembly was received by the customer and fse had the customer replace the component. Fse followed-up with customer later the same day and was told that the error 2012 air detected [diluent] cleared and the aia-360 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for serial (B)(4) from 04-dec-2016 through (B)(6) 2018 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2012 is air detected [diluent]. This error is generated when there is there is no contact with the liquid after diluent suction. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to operator error, the cap was left on the sample tube.

Event description:
On (B)(6) 2018, a customer reported error 2012 air detected [diluent] on the aia-360 instrument. Customer noted that a sample tube with the lid on was incorrectly put on the instrument, and in addition, there is also a bent nozzle. Customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). Technical support specialist (tss) ordered a nozzle assembly to be sent to the customer's facility the next day. On 05-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.